Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event of broken steel wire. The instrument was unable to be tested due to the physical damage condition in which form was returned from customer. Additional unrelated observation(s) not reported by site: the instrument was found to have a dislodged proximal clevis. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The grip cables and conductor wire are still intact and do not show damage. Further inspection found no abnormally sharp or damaged components that could have contributed to the dislodged proximal clevis. No fragments were missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.